Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the ip address had been reset to dhcp. The ip address was changed to the correct address. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the imagining system was not communicating with the navigation system. This issue was noted outside of a procedure, and there was no patient involvement.